Event description:
The customer reported that the monitors could not connect to c-arm and system was unusable (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.